Event description:
A disposable cutting guide instrument fractured following impaction onto the bone during surgery. Surgery was completed successfully.

Manufacturer narrative:
A disposable cutting guide instrument fractured following impaction onto the bone during surgery. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: the fractured instrument was returned to conformis for evaluation. On peg on the beck surface of the instrument was observed to be detached from the instrument. The failure appears to the amount of interference between the bone and pay during impaction of the instrument into the bone.